Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached within the microcatheter during advancement. No patient injury reported.